Event description:
The iab was inserted into the patient on 11/25/1997. On 11/27/1997, the iab leaked. Blood was noted. Event complications: none from the event - reported 2/11/1998. Pt's current status: expired-rpt's 2/11/1998.